Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, 0-degree endoscope plus moved backward. Intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site used two different endoscopes with the same issue. Tse could not find any related errors in the logs. Tse had site orient the endoscope to the desired location and cancel guide tool change (gtc), but the issue persisted. After, tse had site reseat sterile adapter (sa) on universal surgical manipulator (usm) 2, which resolved the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 0-degree endoscope plus.